Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker patient has been having repeated syncopal events and the patient was going to be checked. No additional adverse patient effects were reported. No further information is known at this time.